Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information, however, the product was not returned to abbott vascular for analysis as it was discarded by the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of death is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation caused by another device in the diagonal bifurcation. The graftmaster 2.8 x 19 mm covered stent was advanced but failed to cross. The device was removed and the patient was transferred to the cardiovascular operating room for emergent coronary artery bypass graft but the patient expired on the operating table. The device registration form indicates that the use of the graftmaster did not cause or contribute to the outcome, however the customer is not able to provide any additional information related to the death at this time. No additional information can be provided.